Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No valid lot number was provided, therefore a review of batch manufacturing records could not be conducted. On this occasion we are unfortunately unable to reach a definitive root cause of the problem, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the battery packs faulty and was changed. All 3 lights on but not working no vacuum and no suction to dressing. Backup device was available.